Manufacturer narrative:
Follow-up #1: date of submission 11/16/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 10/22/2016 with the following findings: review of the pump history showed the following manual suspends and manual resumes on (B)(6) 2016: manual suspend 00:55 and manually resume at 02:31; manual suspend 06:23 and manual resume at 07:03.; manual suspend 07:06 and manual resume at 08:21; manual suspend 09:44 and manual resume at 09:51. The pump history showed the following manual suspend and manual resumes on (B)(6) 2016: manual suspend 06:01and manual resume at 07:05; manual suspend 07:34 and manual resume at 07:46; manual suspend 07:37 and manual resume at 07:48. Pump was manually suspended on (B)(6) 2016, 23:16 and manually resumed (B)(6) 2016, 01:22. On investigation, the pump powered on normally and was exercised for 24 hours on a 2.0 unit per hour basal rate program. At the end of testing, the basal history correctly showed 2.0 units and the total daily doses showed 48.0 units. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed delivery accuracy test and was found to be delivering accurately and within range. No delivery interruptions or errors, alarms or warnings occurred during the investigation. Investigation did not duplicate the complaint and the pump was found to be operating as intended and within the required specifications.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 800 mg/dl with associated symptoms of large urinary ketones, nausea, vomiting, abdominal pain and dizziness. The patient was reportedly hospitalized and treated with IV fluids. Troubleshooting by animas customer technical support revealed the patient's adverse event was the result of a change in the patient's physical activity level without making adjustments to their insulin regimen. On troubleshooting, there was no indication that the insulin pump malfunctioned; however, the pump was replaced to the patient at the insistence of the health care provider.